Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the caller was unable to charge their implant. The caller was able to charge a week ago and felt stimulation earlier this week but now they are getting elective replacement indicator (eri) message. It was reviewed how to bypass the eri message and the patient stated that their device now showed end of service (eos) message. The patient stated that they have been in a lot of pain the last couple days. It was recommended that the patient follow up with a health care provider. No further complications were reported as a result of this event. Additional information was received from the patient¿s friend/family member reporting that they did see a doctor who took an x-ray, but they never heard back from them. It was reported that the doctor did not perform any other troubleshooting in regards to the device. They stated that they planned to call the doctor to follow-up, but they currently had lost the document that had all the information for the appointment. They stated that they would try and find it then call the doctor. They did not have the doctor¿s name or contact information. It was indicated that the patient was on drugs for pain relief and it was stated that it helped. The previous report about the patient¿s device being at eos, not being able to recharge it, and feeling pain as their device was off and no longer providing therapy was reiterated. It was reported that there was no allegation/dissatisfaction with the ins longevity. An event date of (B)(6) 2017 was provided, though more specific dates were previously reported. No further complications were reported/anticipated.